Manufacturer narrative:
Complaint: (B)(4).

Event description:
It was reported that during service evaluation the renasys go device was found unable to generate and control negative pressure due to a defective vacuum motor. No patient was involved.

Manufacturer narrative:
The device, intended for use in treatment, has been returned and evaluated. A visual inspection reported no defects. The functional evaluation confirmed that the device was unable to generate and control negative pressure, establishing a relationship between the reported event and the device. The root cause was identified as a defective motor. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.